Event description:
A facility reported that during a brain tumor procedure, the cusa clarity 36khz handpiece (c7036) was heating up and was not working for them. The tumor was extremely fibrous and they ended up switching to a shear tip which helped a bit but still took quite a while to resect the tumor. The surgeon was holding the handpiece with a wet sponge because of the heat from the handpiece; however, it is not known where exactly the surgeon was holding the handpiece. There was no patient injury and it is unknown if there was surgical delay or increased surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) review: the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation was unable to duplicate "heating." The returned unit passed all service and repair testing. Additional testing was performed using the unit on simulated tissue, and the unit performed normally, remaining at the normal temperature for the duration of the test. Root cause - the complaint is not confirmed as the device was found to meet specification. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.